Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin started squirting out of the tubing when inserting the reservoir into the insulin pump. The customer stated that the act button was not pressed. Blood glucose value was 14.9 mmol/l. Troubleshooting was done and customer was able to perform fixed prime with no issues but the customer would discontinue the use of the device and the insulin pump would be replaced and returned for analysis as the act button might be sticking or not responding properly.

Manufacturer narrative:
All of the buttons functioned properly. No buttons sticking, damage on the keypad assembly, or unlocked lcd keypad connector noted during our visual inspection. The insulin pump passed displacement, rewind, prime/a33, basic occlusion and occlusion tests. The insulin pump primed properly. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and case cracked at the reservoir tube window corner.